Event description:
On (B)(6) 2012, the patient contacted animas alleging that her blood glucose (bg) has been elevated more than normal for the past few months, and that on (B)(6) 2012, she was taken to the hospital and was diagnosed with diabetic ketoacidosis. The patient stated that she had been feeling ill all day on (B)(6) 2012, with nausea, vomiting, and inability to eat or drink much. The patient reported that emergency personnel were called and that her bg was "hi" (>600mg/dl) by the time ems arrived. The patient was reportedly taken off the pump at the ER and was placed on an IV. The patient stated she was transferred to the ICU due to bg fluctuations, fever, and decreased respirations. The patient was reportedly in the ICU until (B)(6) 2012 and was discharged with a bg between 90 and 100mg/dl. The patient noted that she was dealing with unspecified infections unrelated to diabetes as well as cold symptoms. Troubleshooting found that the patient was changing the cartridge and infusion set every fourth day instead of every two to three days as recommended. Customer technical support determined that using supplies longer than recommended was a contributor to the reporter incident. Animas does not manufacture the infusion set but will forward the complaint to the relevant manufacturer. This complaint is being reported because the patient reportedly experienced hyperglycemia with use of the cartridge for longer than recommended being a potential contributing factor.

Manufacturer narrative:
The cartridge has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.